Manufacturer narrative:
Additional narrative: patient identifier is unknown. Exact patient weight is unknown, but the patient was reported to be of ¿normal¿ weight. Date of postoperative articular perforation is unknown. Additional product codes for this report include hwc. (B)(4). (B)(6). Revision procedure took place due to articular perforation of the blade. Device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: february 20, 2015 - expiry date: february 1, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a procedure on (B)(6) 2015 to implant a proximal femoral nail antirotation (pfna). On an unknown date, a decision was made to remove the implant due to uncertainty surrounding bone healing and the blade's positioning. It appeared that the blade seemed to have perforated the articular surface. The operation took place on (B)(6) 2015 with the possibility of conducting a joint replacement. Due to bony union, however, the joint replacement was not completed. No additional information is available at this time. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the pfna nail shows damages at the 11mm hole and also at the groove. There are some scratches at the surface detected. The measurable dimensions of the pfna nail were as far as possible checked and found to be in compliance with the technical drawings and the specifications. The device history record was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, the exact cause which has led to this occurrence cannot be determined. Based on the damages at the 11mm hole, it is likely that the blade did not have the correct position during implant and therefore damaged the hole. No product fault could be detected. Product investigation summary: the received nail shows damages at the hole were the blade was attached. There are also damages at the groove and scratches on the surface. The threaded hole also shows scratches and damages. The x-ray review identified a gap on the lateral side of the blade, which indicates that it was not fully locked in place. Based on this information, it is likely that the front part of the blade missed the hole of the nail during insertion. Afterwards, it cannot be defined why the blade was locked and if it occurred during implant or explantation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.